Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received.

Event description:
It was reported that patient programmer displayed the "replace generator soon" message and had later become inoperable. Surgical intervention may be undertaken to address this issue.